Manufacturer narrative:
Concomitant medical products: product ID: 39565-65m, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 21-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt reported their ins was not "working" and has been "dead" since 2018. Pt noted they weren't receiving pain relief and had pain in their lower back by their buttock region since 2018 because their ins wasn't working/dead. Pt notified their rep in person in 2018 about their issue and had reprogramming done and they couldn't feel the "machine" working. Pt noted they had difficulty charging their ins and they charged their ins for 8 hours. Pt added they were in pain when charging their ins because they were laying on their charger. The pt's boyfriend was speaking on the phone and was slightly escalated and noted the pt felt electrodes in their spine and felt that the wires were loose and and their shoulder felt like "creepy crawleys." Pt said they had all of their external equipment stolen. Pt's boyfriend said they didn't think the ins would work for the pt and they need to have the ins removed. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp.